Manufacturer narrative:
(B)(4). A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown foreign material was found inside a minicap with povidone iodine solution. The issue was noticed upon opening the pouch containing the minicap. There was no patient involvement, injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). As the minicap was not returned, a device analysis could not be completed. A batch review for the associated lot number will be completed. Should additional relevant information become available, a supplemental report will be submitted.